Event description:
A customer contacted physio control to report that their device would no longer properly respond to on/off button press. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer¿s device and was not able to verify the reported issue. Upon review of the electronic records, physio-control observed that the end user on (B)(6)2020 pressed the on/off button multiple times, but did not hold the button for 3 seconds, which is required to turn the device off. The root cause is user error. Device archived by physio control. The customer received the replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would no longer properly respond to on/off button press. There was no patient use associated with the reported event.